Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted.

Event description:
Received info stating customer was unable to fill the cartridge beyond 9.8 units. Customer's blood glucose level was not impacted. Customer was able to load/fill a new cartridge successfully.